Manufacturer narrative:
As of today, no additional information is available and our investigation is complete at this time. Should additional information become available, this report will be updated.

Event description:
Boston scientific received information that noise was seen on the right ventricular (rv) channel of this implantable cardiac defibrillator (ICD) system. The noise was oversensed which lead to pacing inhibition with greater than two seconds of asystole for the patient. Technical services discussed the possible causes of the observed noise. There were no adverse patient effects. The system remains in service.